Event description:
It was reported that a malfunction alarm occurred on a pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to contact support again if any further malfunction codes appear.